Event description:
It was reported to boston scientific corporation on september 4, 2008, that an endostat ii electrosurgical unit was used during a procedure performed in 2008. According to the complainant, during the procedure, the device "worked fine in bipolar mode with a gold probe, but there was no output in monopolar continuous mode." The complainant tested several devices and had the same issue with the endostat ii electrosurgical unit. There is no further information available regarding the patient's condition or how the procedure was completed. No patient complications were reported. Although a functional test confirmed that "the endostat ii tested fine," the complainant was "still not comfortable that it will function properly in a [subsequent] case."

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.